Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer as pt wanted to keep it. X-rays and medical records were not made available either. If additional info becomes available or device returned, the eval summary will be submitted in a supplementary report.

Event description:
It was reported that, "the previously implanted triathlon pkr unicompartmental implants listed above were explanted due to loosening of the femoral component. The medial femoral condyle was found to have avn." The surgeon then implanted the triathlon total knee components.